Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was being referred for explant surgery a month after generator replacement for unknown reason. Further clarification was provided stating that the generator was thought to be malfunctioning by the patient's treating physician. High impedance was found on the patient's first follow-up visit after generator replacement surgery on (B)(6) 2016. The post-op impedance values after replacement on (B)(6) 2016 were reportedly within normal limits. A review of the device history record of the generator was performed and showed that the generator passed all quality inspections and final electrical tests prior to release for distribution. The explanted generator has been received by the manufacturer for review. Analysis has not been completed to date and no additional relevant information has been received to date.

Event description:
The explanted generator was returned and product analysis was completed on 08/22/2016. A review of the generator data revealed increased impedance occurred on (B)(6) 2016. The generator was successfully interrogated and diagnostics were successfully performed at a distance of one and one-quarter inch. The generator was shown to successfully measure impedance values. The device output signal was monitored for over 24 hours with the pulse generator placed in a simulated body temperature environment, showing no signs of variation in the output signal and demonstrating the expected levels of output current. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse condition found with the pulse generator.